Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a farapulse case. Upon flushing the sheath, air was still in the tube between handle and three-way stopcock. Even after flushing several times, the air kept coming back in. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is not returning for analysis, as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.